Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tool was forced into the cannula and the silicone boot came off of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw had multiple cracks. The boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).